Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the numbers began to scroll without input during a bolus and that the buttons became unresponsive. The blood glucose reading was 112 mg/dl. She stated that the insulin pump was dropped about three weeks prior. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. No damage in the keypad assembly, no unlocked j2 lcd keypad connector and no unexpected numbers ramping or scrolling during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.